Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 400mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Advised the caller to call back when the tubing clamp arrives to continue testing. Instructed the caller that the customer needs to change the entire infusion set and reservoir. The displacement and self test were performed and they passed. The caller mentioned that the device alarmed motor error after being dropped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.